Event description:
This spontaneous report was received on (B)(4) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 0102d, expiration date and frequency unspecified). After an unspecified duration, he noticed that the cutting portion of the floss broke off. He stated that, he had used the floss in the past since years without any issue. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A review of data revealed no adverse trends and no trend involving lot number 0102d. A review of the history of changes, retain sample evaluation and device history records did not indicate reach johnson and johnson floss, mint waxed failed to meet specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. Complaint trends will continue to be monitored. The investigation was closed with a disposition of confirmed. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed, for dental cleaning (route-dental, lot number 0102d, expiration date and frequency unspecified). After an unspecified duration, he noticed that the cutting portion of the floss broke off. He stated that, he had used the floss in the past since years without any issue. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.